Event description:
It is reported that: the patient was notified of the recall by their surgeon. The patient reports that the implant site is very sore and tender. The patient occasionally has pain in the leg that causes her to limp. The patient has a follow-up appointment scheduled for (B)(6) 2013.

Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.